Event description:
Customer called with high blood glucose sugar and that the leadscrew is not delivering accurately. Customer called md to return to manual injections. Said clicks were not normal during test and leadscrew did not make a complete rotation. Changes infusion sets per instructions.